Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane, gpos and rtos were evaluated and replaced. The system software was reloaded. The system was tested, found to be working as intended and returned to service.